Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose. Blood glucose reading was in range of 30 mg/dl to 50 mg/dl in the morning from last two weeks. Customer decline troubleshoot for low blood glucose level. She treated low blood glucose with glucose tablets. The insulin pump will not be returned for analysis.